Event description:
The patient had been experiencing vocal cord pain and voice changes. The device output current was decreased in an effort to alleviate the patient's symptoms. After discreasing the device output current, the patient's seizure control worsened. The patient began to have very violent seizures at the lower setting. Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It is believed that the patient's lead may have been damaged as a result of the violent seizures. Lead was replaced and patient is reportedly doing much better.